Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.

Manufacturer narrative:
Device evaluation of monitor 07193726 has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was it was pulled out of the j1005 component on the pca board. The root cause for the disconnected cable could not be positively identified. No adverse event resulted from the damaged monitor.